Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. The hernia was reported to have been diagnosed after automated peritoneal dialysis therapy began, but the hernia had not worsened with peritoneal dialysis therapy. The patient was not hospitalized for the event. There was no treatment or intervention reported for the event. Peritoneal dialysis therapy was ongoing. The patient was not recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.